Event description:
A report was received that the patient experienced inadequate stimulation in the desired areas due to high impedances on several contacts. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned lead was analyzed and the complaint of high impedance was confirmed. High impedance readings were on number contact 5, and 6. Visual inspection found that the lead was frayed approximately 14 cm from distal end. Cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that the patient experienced inadequate stimulation in the desired areas due to high impedances on several contacts. The patient underwent a lead replacement procedure and was doing well postoperatively.